Manufacturer narrative:
This device has been returned and is pending device evaluation. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-01137.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8 coils and ruby coils. During the procedure, after proper flushing, the physician experienced resistance while advancing a pod8 coil through another manufacturer's microcatheter. Therefore, the pod8 was removed. The physician then successfully deployed and detached seven ruby coils and two pod coils through the same microcatheter and into the target vessel. While attempting to use a new ruby coil through the same microcatheter, the physician had difficulty advancing this ruby coil therefore, decided to remove it. However, upon retracting the ruby coil, it unintentionally detached from the pusher assembly. The ruby coil was removed and the procedure was completed using additional ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod8 pusher assembly; the pusher assembly was kinked approximately 5.0 cm from the proximal end; the embolization coil was intact with the pusher assembly. The embolization coil was at the distal tip of its introducer sheath. Dried blood was present inside the introducer sheath. The outer diameter (od) of the embolization coil and the inner diameter (ID) of the introducer sheath were measured and found to be within specification. Conclusions: evaluation of the pod8 revealed that the ddt and the proximal end of the embolization coil could not exit the distal tip of the introducer sheath. The distal tip of the introducer sheath was cut off by the penumbra investigator to remove the presence of occluding dried blood, and the pod8 could be advanced and retracted through the introducer sheath. The od of the embolization coil and the ID of the introducer sheath were measured and both were found to be within specification. Therefore, the root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed that the pod8¿s pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging the device for return. Evaluation of the ruby coil revealed that the stretch resistant (sr) wire was fractured, and the embolization coil was detached and unraveled. This type of damage typically occurs due to improper handling during use. If the device is forcefully withdrawn against resistance, damage such as a fractured sr wire may occur. Fracture of the sr wire will cause the embolization coil to detach and may cause the embolization coil to become unraveled. Further evaluation revealed that the distal tip of the pull wire was protruding out of the ddt. This damage likely occurred due to forceful advancement of the ruby coil against resistance. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return the non-penumbra device mentioned in the complaint was not returned for evaluation. The root cause of the reported issue (difficulty advancing) could not be determined. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01137